Event description:
It was reported a revision surgery of the tibial insert tc cr stand 6/11.

Manufacturer narrative:
Results of investigation: a revision surgery was reported due to the loosening of a tc primary insert. The reported pe insert was returned. Wear patches are observed on the articulating surface of the insert (both condyles). Weak yellow discolorations are observed on the underside of the insert. The yellow discoloration are roughly located vertically under the wear patches. Scratches and dents typical of the explantation procedure are observed. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaint was reported for this batch of products. No medical documents were communicated. Based on the available information, the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If additional information becomes available in the future this investigation will be reopened.